Event description:
It was reported the patient underwent sacral lead revision in 2008. The reason for the revision of the lead was not noted. Additional information has been requested. The patient recovered without sequela.